Event description:
Customer received decreased vitamin b12 results for multiple samples drawn on different days for the same pt. The results for these samples were approx 160 ng per ml. Dates of testing were not provided. After "substitution (i.v.)" The vitamin b12 concentration for this pt resulted the same giving 160 ng per ml. Customer provided one sample obtained from the pt on (B) (6) 2009, that initially gave 167 ng per l. This same sample was repeated with dilution resulting at 74750 ng per l. No info was provided to determine if erroneous results were reported or if pt was adversely affected. If add'l info is received, appropriate notification will be provided.

Manufacturer narrative:
Two patient samples were provided for investigation. The customers two patient samples were provided for investigation. The customers two patient samples were provided for investigation. The customers undiluted low b12 results for the patient samples were verified. Both undiluted low b12 results for the patient samples were verified. Both undiluted low b12 results for the patient samples were verified. Both samples were tested on elecsys analyzers and by a competitor b12 assay samples were tested on elecsys analyzers and by a competitor b12 assay samples were tested on elecsys analyzers and by a competitor b12 assay (siemens centaur) providing similar low results. (Siemens centaur) providing similar low results. (Siemens centaur) providing similar low results. An interference with the elecsys b12 assay seem unlikely since the an interference with the elecsys b12 assay seem unlikely since the an interference with the elecsys b12 assay seem unlikely since the low b12 results were confirmed by the competitor assay. Low b12 results were confirmed by the competitor assay. Low b12 results were confirmed by the competitor assay. The dilution step used by the customer is not recommended per product the dilution step used by the customer is not recommended per product the dilution step used by the customer is not recommended per product labeling as the concentration of the diluted sample must be > 1000 labeling as the concentration of the diluted sample must be > 1000 labeling as the concentration of the diluted sample must be > 1000 pg/ml. Pg/ml. Pg/ml. As the customer could not provide the assay/method used which gave the as the customer could not provide the assay/method used which gave the as the customer could not provide the assay/method used which gave the high b12 results on the diluted samples, further investigation could not high b12 results on the diluted samples, further investigation could not high b12 results on the diluted samples, further investigation could not be performed. Be performed. Be performed. The root cause for the discrepant b12 results could not be clearly the root cause for the discrepant b12 results could not be clearly the root cause for the discrepant b12 results could not be clearly identified. However review of all data provided the elecsys b12 results identified. However review of all data provided the elecsys b12 results identified. However review of all data provided the elecsys b12 results may be considered correct. May be considered correct. May be considered correct. No adverse events were reported. No adverse events were reported. No adverse events were reported.